Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of a left internal carotid artery (l-ica) ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 2mm. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When more than 50% of the pipeline was deployed, the distal portion of the pipeline stent could not be opened. The pipeline was resheathed 2 or less times. The physician attempted balloon angioplasty and, though it was noted that fully wall apposition was achieved, it was noted that the distal end was still not fully opened. It was noted that the patient had no associated symptoms or complications and the angiographic results post-procedure showed the pipeline was opened and blood flow was good.